Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the quick release kept detaching from the site. Customer stated that the quick release would not lock into place. It was reported that customer is experiencing high blood glucose levels. Customer's blood glucose reading was 409 mg/dl. Nothing further reported.